Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call the insulin pump received motor error alarm during bolus again after a month. The customer¿s blood glucose level was 104 mg/dl at the time of incident. The customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer performed displacement test and it was passed. Customer was advised that at this time displacement test and manual prime were successful and alarm did not recur. The insulin pump will be returned for analysis.